Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms on the mobile power unit (mpu) was unable to be confirmed. The mpu (serial number: (B)(6) ) was returned for analysis to the service depot and was evaluated and tested on (B)(6) 2024. The mpu was functionally tested and found to perform as intended. The reported event was unable to be reproduced during testing. The patient cable was replaced, and the unit was returned to the customer site ready for use. A root cause for the reported event was unable to be conclusively determined. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage, power cable disconnect and no external power alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: further testing was performed on the patient cable within product performance engineering. The cable was connected to a test mpu, test system controller, and mock loop. The system was run for an extended period without any issues or alarms activating. Manipulation of the cable did not activate any issues or alarms. Incidental finding: power cable connector on the patient cable of the mpu was loose no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when the mobile power unit (mpu) cord bended, the controller would alarm that it was not connected to power. The alarm resolved upon straightening the mpu cord. The patient was provided with a new mpu.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.